Event description:
Information received by medtronic indicated that the insulin pump was damaged. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
Retainer ring = missing. Customer returned pump for alleged cosmetic damage located at the top of retainer ring found on (B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump not received with original battery cap. Battery cap damaged unknown. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, dog chew marks, damaged display window cover, detached retainer, broken reservoir tube lip and missing o-ring (reservoir tube). Missing retainer ring confirmed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.